Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was not reported. On the same day, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient has recovered from the event and has been discharged from the hospital after eight days. Dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.